Event description:
It was reported that the patient's rechargeable implantable neurostimulator (ins) was replaced after only 3 years with another rechargeable model. It was unclear if there was any device issues or if it was an elective replacement. Additional information was requested but was not available at the time of this report.

Manufacturer narrative:
Lead: model 399945, lot# v135470, implanted: 2008 (B)(6), explanted: na. Lead: model 3777-45, serial # (B)(4), implanted: 2008 (B)(6), explanted: na. Extension: model 3708160, serial # (B)(4), implanted: 2008 (B)(6), explanted: na. Extension: model 3708260, serial # (B)(4), implanted: 2008 (B)(6), explanted: na. Programmer: model 37743, serial # (B)(4), concomitant system: neurostimulator: model 37712, serial # (B)(4), implanted: 2011 (B)(6), explanted: 2012 (B)(6). Lead: model 3778-45, serial # (B)(4), implanted: 2011 (B)(6), explanted: 2012 (B)(6). Lead: model 3778-45, serial # (B)(4), implanted: 2011 (B)(6), explanted: 2012 (B)(6). Extension: model 3708120, serial # (B)(4), implanted: 2011 (B)(6), explanted: 2012 (B)(6). Extension: model 3708140, serial # (B)(4), implanted: 2011 (B)(6), explanted: 2012 (B)(6). Extension: model 3708120, serial # (B)(4), implanted: 2011 (B)(6), explanted: 2012 (B)(6). Extension: model 3708140, serial # (B)(4), implanted: 2011 (B)(6), explanted: 2012 (B)(6). (B)(4).